Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, expert¿ antegrade femoral nail (afn) - (B)(6) was applied to surgery for both legs. While the surgeon was drilling the bone for the proximal locking screw, the drill bit interfered with the nail. This event occurred on both legs. After the event, the surgeon succeeded in drilling, and screws were inserted properly. The surgery was completed successfully within a 30-minute delay. There was no adverse consequence to the patient. This report is for an aiming arm for a2fn. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.010.350; lot: 9375290; manufacturing site: (B)(4); release to warehouse date: 03.mar.2015. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Selected flow(s): 2. Device interaction/functional. 2.1 visual inspection: the shipped back 03.010.350, aim-arm f/a2fn with the lot 9375290, is in a used condition. No special or heavy used look. 2.2 functional test: the function test was executed accorded the then valid inspection sheet and passed it. Following function gauges have been used: gauge article 60032337 number with gauge number 9989-h, gauge article 50162910 number with gauge number 6462-h, gauge article 50161303 number with gauge number 7379-h, 2.3 drawing/specification review: relevant design drawings were reviewed. The manufactured and current revisions of the drawings were reviewed, and no relevant design changes were identified. 2.5 material or hardness review: not required per selected investigation flow. 4.2 conclusion: during manufacturing investigation, all relevant and significant characteristics were checked and the article passed functional test. In accordance to the test results of 03.010.350 aim-arm f/a2fn no misalignment or any other production error has been found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.